Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, there is no data to indicate that there is an increased severity or occurrence. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Tac (technical assistance center) support engineer addressed the customer concern. The customer has been made aware that the ae-1 lubricant "is not intended for patient contact" and was provided a letter stating such as well as the msds for the product. The ae-1 lubricant will not be returned to olympus. The lot number of the lubricant is not available. To date, there are no reports of patient injury. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer called in and inquired if olympus has a lubricant for the bf scopes for insertion, they are using ae-1. The issue found during an unspecified procedure. Customer stated they have been using ae-1 for years as a lubricant for patients. There was no patient harm or injury reported due to the event.